Event description:
Follow-up to the company representative who attended the replacement surgery provided that the results of diagnostics were within normal limits.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to a company representative that a vns patient passed away on (B)(6) 2016. The patient had a battery replacement on (B)(6) 2016. Initially, the company representative was informed that the patient had died from a seizure and the role of vns in the death was not known at the time. It was stated to her that the patient had issues relating to bradycardia. She died in the hospital, and it was also stated it was suspected the patient was septic after surgery, and that the patient had undergone a separate procedure in the same operation which was unrelated to vns. It was stated the medical professionals are trying to determine the cause of death and have not ruled out the influence of vns, but there are multiple potential causes. An autopsy will not be performed. Additional relevant information has not been received to-date.

Event description:
Follow-up to the treating physician revealed the cause of death was due to multi-organ systemic infection which was not related to vns therapy.